Manufacturer narrative:
Analysis confirmed the reported event; screen bezel was damaged. Analysis found the display showed an error code (operating system not found) due to a mpu (main processor unit) printed circuit board assembly component failure (cause unknown). Analysis also found the stylus, keyboard, keyboard rails, key board cover, and logo button were missing. It was noted both keyboard hinges were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touch screen was faulty. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.